Event description:
Dose/frequency/route: use as directed to administer ig. Indication: common variable immunodeficiency, unspecified. Patient reports 2 defective versarate adaptors in the past month. Pt stated both leaked where they join the prefilled syringe. One leaked immediately, the other started leaking after about 5 minutes when they heard a cracking noise. In both cases they replaced the adaptors with spares and was able to continue with no trouble. No other information provided. Reported to (B)(6) by pt/caregiver. Ref report: mw5160269.